Event description:
On (B)(6) 2025, the patient underwent a port placement procedure in the right chest wall using the m.r.I. Ultra slimport via axillary vein. Post the procedure on (B)(6) 2026, it was noted that there was oozing during the infusion of parenteral nutritional solution. It was further reported that the diaphragm had ruptured. Reportedly, the catheter was removed on (B)(6) 2026. Additionally, there was a fluid extravasation which resulted in pain. The procedure was completed by another device. The current status of the patient is unknown.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Ultra slimport implantable port, chronoflex single-lumen, 6f products that are cleared in the us. The pro code and 510 k number for the m.r.I. Ultra slimport implantable port, chronoflex single-lumen, 6f products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.